Event description:
An endurant stent graft system was implanted for an urgent endovascular treatment for a pseudoaneurysm which had been expanding for a week. The maximum aneurysm was 3 cm in diameter. The proximal neck was 20 mm in diameter. The left and right common iliac arteries were 12 mm in diameter. The aortic neck angle had 0 degree angulation. It was reported that on the final angiogram, a proximal type I endoleak was observed. The physician performed a balloon touch-up several times with other manufacturer¿s device; however, the endoleak still remained. The physician decided to monitor the patient. The physician commented that the exact cause of the event is unknown; however, it might have been due to longitudinal wrinkles led by a straight aortic neck and inappropriate selection of device size. Or may have been due to bad condition of the patient¿s blood vessel. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (unknown cause of event), patient's condition affected effectiveness of device (anatomy related; diseased vessel), failure to follow instructions (device oversizing causing fabric wrinkling). Conclusion: (unknown cause of event), known inherent risk of a procedure (endoleak), device failure/lack of effectiveness related to patient condition (anatomy related; diseased vessel), user error contributed to event (device oversizing causing fabric wrinkling).